Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. A review of the patient's download data revealed that prior to passing, the patient experienced an inappropriate treatment from the lifevest. At 1:54:47, the patient received the treatment. The patient's rhythm at the time of the treatment was sinus bradycardia at 10 bpm, and the post-shock rhythm was sinus bradycardia at 30 bpm degrading to asystole with intermittent cardiac activity. Oversensing of cardiac signal contributed to the false detection. The patient remained in asystole with intermittent cardiac activity until 2:06:12, when the patient's rhythm transitioned to vt at 180 bpm. The patient remained in vt at 180 bpm until the device was shutdown at 2:06:34. The lifevest typically requires 60 seconds of sustained vt before a treatment is delivered. There is no indication that a device malfunction caused or contributed to the patient's passing, the equipment was returned and was found to be fully functional.